Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a carelink transmission review, the p wave markings were questioned and the magnet rate was irregular. The device remains in use. There were no patient complications reported due to this event.